Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit but was unable to reproduce the reported malfunction. The fse stated that the unit loss less than 20 psi after five minutes. Nine psi was lost in six minutes. The equipment was suitable for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) presents gas leak fault. No harm in patient.

Manufacturer narrative:
Updated fields: b4, g6, h2, h11. Corrected fields: b3, g3. After further review, in the initial emdr the incorrect event date (b3) and date received by manufacturer (g3) were reported. The correct b3 and g3 dates are (B)(6) 2024.

Event description:
N/a